Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1130am. The patient reported a blood glucose result of "600 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with regular insulin (sliding scale). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the alleged issue, the patient claimed she passed out and "cracked her head." By 12pm, that same afternoon, emergency medical services (ems) was contacted and tested the patient's blood glucose at "34 mg/dl" with the ems device. The patient was given food and/ or drink as treatment. At 1230 pm, ems retested the patient's blood glucose at "121 mg/dl." At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.